Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.

Event description:
The customer called in to report a button error alarm. The customer reported that they were playing football when the alarm occurred. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.